Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 16/aug/2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, primary operation channel resistance, prism scratched, hole in # 4 remote control button cover, right /left angulation knob play, up/ down angulation knob play, middle light carrying bundle distal cover glass cracked, passed wet leak test, passed dry leak test, image mild shadow, suction tube twisted/kink, # 2 remote control button cover cracked, umbilical cable single buckled under pve root brace. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. During the repair process, the quality control inspector found the following: ccd laser filter lifting/ smearing the scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, objective prism assy, operation channel, bending rubber, remote control button, suction channel lg, deflector body link, distal case/cap.